Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The electrode and spacer at the tip of the wand have fully fallen off. The spacer and electrode were returned with the device. The saline line as been cut from the device. A functional evaluation was performed on the returned device and found a wand end of life error. The wand was not tested for activation due to the damaged tip. However, wand data shows the wand experienced a wand shorted notification error. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the failures could not be determined. Factors that could have contributed to the short error include moisture in the connection causing a wand short, incomplete connection, or the wand´s connector or cable got damaged. Factors that could have contributed to the failure include 1) hitting the device tip against a hard surface. 2) using the device as a lever to enlarge surgical site. 3) mechanical displacement of tissue through applied force. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Event description:
It was reported that, during a surgery, one (1) werewolf flow 50 coblation wand displayed the error message "wand short circuit". Also, when the wand was removed from the joint, it was noticed that a tip electrode fell off inside the patient¿s body. The tip electrode was removed from the body. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.